Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer stated the falsely elevated results were due to patient sample handling. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00163.

Event description:
The customer reported falsely elevated creatine kinase-mb (ck-mb) patient results, involving synchron lxi 725 system. It is unknown if the elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.